Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that visible air bubbles were observed. During a pulsed field ablation (pfa) procedure, the physician noted air bubbles in the syringe upon aspiration and noted it was not airtight around the catheter. Multiple efforts to aspirate the faradrive steerable sheath were attempted but without success. Subsequently, the sheathe was replaced. The procedure was completed and there were no patient complications. The sheath is not expected to return for analysis as it was disposed.